Event description:
Meter name: one touch profile. Strip name: one touch. Meter code: 8. Strip code: 8. Strip storage: correct but strips expired 8/2001. Symptoms: dry mouth, light headed. A pt reported they went to the hosp where they work to test on the hospital's accucheck meter after obtaining results at home of 60 and 24mg/dl. Accucheck over 300mg/dl. No treatment given a control solution result on the strips was low out of range reading '27 do you need a snack?' (It was reading control as blood). Meter and product replaced. No further info has been reported.